Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer reported blood glucose levels ranges from 242 to 467 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was treated their blood glucose with insulin pump. Based on customer report customer did not allege insulin pump was under delivering. Drive support cap was normal. Insulin pump will not be returned for analysis.